Manufacturer narrative:
One tapered screw vent implant was returned for inspection attached to an implant transfer mount. These items are sold as a bundle. Visual inspection revealed that the implant is slightly worn from use. The mount was removed, and the internal drive surface of the implant did not show signs of damage. The hex feature of the transfer mount showed signs of flaking brown debris. The nature of the debris found cannot be determined. The product was functionally tested. The screw disengaged without considerable effort. However, the mount was tight on the implant hex, and took additional effort to disengage. The mount hex was noted to have debris on the surface, which may have contributed to the tight fit. Since no effort should be exerted to remove the hex from the implant after the mount screw has been removed, this complaint is confirmed. A device history review was performed on the device that is sold as a bundle (item# tsvb10, lot# 62679617) and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for screw-vent® implants¿ (B)(4): rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25, hxlgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing internal hex implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating with the appropriate hex driver or hex drill [rh2.5, rhl2.5,rhd2.5]. Additionally, the fixture mount/transfer can be used as a temporary abutment for provisional restorations. For more detailed instructions, please refer to the tapered screw-vent® and screw-vent implants surgical manual # (B)(4). Alleged event was confirmed following inspection. A probable root cause for the event is a buildup of debris at the transfer mount hex not being cleared prior to usage.

Manufacturer narrative:
Device lot # is not applicable due to device being a fixture mount. Additional 510k #'s k011028, k013227.

Event description:
The doctor reported that driver does not disengage from the implant driver. It was stated that he had an alternate implant to finish the surgery.